Event description:
It was reported the the infection was diagnosed on (B)(6) 2012. The primary location of infection was the device pocket. The signs and symptoms of infection were redness, swelling and drainage. Treatment instituted for infection was IV antibiotics, oral antibiotics and total device system explant. The patient outcome was infection resolved and there was no drug withdrawal. The pump also delivered bupivacaine.

Manufacturer narrative:
Product ID 8711, lot# j11374r44, implanted: 2003 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patients pump was removed in (B)(6) 2012 due to an infection around his pump. It was indicated that he was waiting for a new pump in the next 1-2 months. The outcome of the event and patient was not provided. According to the device manufacturer registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).